Event description:
The hcp reports that the pump was explanted due to chronic infection. The pt was treated with antibiotics and a new pump was implanted in 2004. A follow-up report will be sent when additional information is available.